Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time not specified). In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. However, the patient denied taking any action in response to the allege meter issue. Two minutes after the alleged issue began the patient claimed she developed a symptom of shaking. The patient, however, denied receiving any medical treatment after the alleged issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique per owner's booklet recommendation. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.